Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were non-responsive. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had frequent unexplained no delivery alerts, it would force to restart when priming and was slower and louder when rewinding. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify prime or fill anomaly and rewind anomaly due to buttons not responding.